Event description:
The customer reported that during a defibrillation of a pt, the pads were attached but failed to display an ECG wave form. A second AED was used during the procedure with no issue. There was no reported pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.